Event description:
The duett pro sealing device was deployed following an interventional procedure via an 8 fr sheath in the right common femoral artery. It was reported that the puncture site was located above the inguinal ligament, which represents a warning in the duett pro instructions for use. Following the deployment, the pt experienced abdominal pain, severe hypotension and a CT scan confirmed a retroperitoneal bleed. Treatment consisted of compression using a femstop and was successful. No further complications were reported.